Manufacturer narrative:
(B)(4). In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. At this time, carefusion has not received the device from the customer. (B)(4).

Event description:
The customer called and stated the ventilator displayed high fio2 (fraction of inspired oxygen), the unit was checked and it was noted that the fio2 delivery was off by fifteen percent. The vent was on a patient when the issue occurred but it is unknown at this time if there was any patient harm.

Manufacturer narrative:
The reported issue of the suspect device was resolved by performing remediation of the device under field corrective action. The device has been tested and is working to service specifications. No further investigation will be performed.